Event description:
It was reported that the patient's inflatable penile prosthesis pump was dimpled. The patient could not inflate the device. Two weeks later, the left cylinder and pump were replaced with a pump and 16 cm x 9.5 mm cylinder. The system was tested during the revision and there was fluid loss from a crack in the tubing to the left cylinder. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of inability to inflate the device was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The cylinder was visually and functionally inspected. There is a leak from input tube caused by fatigue. The pump was visually inspected and the device was contaminated so functional testing cannot be performed. Cylinder device information: model number: 72404013, serial number: (B)(4), catalog number: 72404013, UDI number: (B)(4), expiration date: (B)(6) 2022, manufacture date: (B)(6) 2017.

Manufacturer narrative:
Cylinder device information: model number: 72404013; serial number: (B)(4); catalog number: 72404013; UDI number: (B)(4); expiration date: 04/24/2022; manufacture date: 04/24/2017.

Event description:
It was reported that the patient's inflatable penile prosthesis pump was dimpled. The patient could not inflate the device. Two weeks later, the left cylinder and pump were replaced with a pump and 16 cm x 9.5 mm cylinder. The system was tested during the revision and there was fluid loss from a crack in the tubing to the left cylinder. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.